Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was implanted in the ureter and kidney on (B)(6) 2017. It was removed during a ureteroscopy and double j removal procedure performed on (B)(6) 2017. According to the complainant, during procedure, it was noticed that the stent was calcified. This resulted in difficulty in removing the stent. The procedure was reported to have taken more than two hours to complete. The entire stent was removed by forceps. There were no patient complications reported as a result of this event. The patients¿ condition at the conclusion of the procedure was reported to be ¿stable¿.